Manufacturer narrative:
The returned lens was received in three pieces. The visual inspection was performed under a microscope and confirmed the presence of toric marks, which is an attribute of toric lenses. Initial cylinder measurement using nimo power bench was not able to be accurately measured but it shows that the iol is approximately >2.5d cyl, therefore confirming that the iol was not a monofocal iol belonging to the reported lot, which is a 17.00d. The investigation shows that there were no quality reconciliation issues with the reported lot. The reported issue is not believed to be a lathing-related issue. The most likely cause of the product mix-up was occurrence during the power inspection process or during the cosmetic inspection process. A review of the containers used for the power inspection was performed. The product lot processed with each container right before the reported lot was not a toric lens product. The last toric lens product processed using these containers did not have any missing or lost lenses. A review of the containers used for the cosmetic inspection was performed. The product lot processed with each container right before the reported lot was not a toric lens product. The last toric lens product processed using these containers did not have any missing or lost lenses. The cosmetic inspection does not look for tick marks (toric marks) for non-toric lenses. A review of the toric lots manufactured in this location was performed to determine if there were any lots with 17.0d. There were no toric 090+170 lots within two months of this lot. There were two toric 125+170 lots, one within a day and one a week prior, however, neither of these lots had missing or lost lenses. The only toric lot showing a lost lens was for a 200+150 and it was inspected two days prior to the complaint lot in a different power inspection bench and cosmetic product line. No similar reports have been received for this product lot. The product historical trend review is acceptable, with the product performing within anticipated rates. The product evaluation confirmed the reported event. A definitive root cause cannot be determined for the product mix. However, it is possible that a lost toric lens somehow became mixed with the reported monofocal lot after power inspection or during cosmetic inspection. The most probable root cause is manufacturing. This event is atypical. No similar events or nonconformances have been initiated in the last three years as a result of a mixed lens for any product manufactured at the (B)(4) facility. A nonconformance has been launched for this event in addition to a CAPA to prevent recurrence.

Event description:
It was reported that a non-toric intraocular lens (iol) was implanted and the doctor immediately noticed toric markings on the lens. The procedure was phaco only. The surgeon cut out the lens and enlarged the incision to remove the lens. The original incision size was 2.7mm and the enlarged size was 2.85mm. The orientation of the lens did not change. The iol optic was free and clear of debris/deposits but now shows secondary scratches due to the iol removal. The patient did not notice a decrease in their vision. No sutures were used, and no other secondary intervention will be needed. There were no further issues and the surgeon successfully implanted another lens of the same model and diopter. The patient's outcome is good. In the surgeon's opinion, this was a manufacturing issue as the lens should have been a standard not a toric. A second lens from the same lot number was opened by the user facility and did not contain toric marks.